Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the right and left cornu are two silver metallic embedded ill-defined wires') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("aub") and dyspareunia ("dyspareunia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed. At the time of the report, the embedded device, pelvic pain, uterine haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, embedded device, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: uterus, cervix and bilateral tubes, hysterectomy and bilateral salpingectomy: cervix with chronic inflammation. Proliferative endometrium. Benign myometrium. Benign bilateral fallopian tubes status post ligation. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2020: medical records received : reporter was added, event embedded device,pelvic pain, aub, dyspareunia was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('did mine tuesday') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('did mine tuesday') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.